Event description:
The patient passed away due to infection during hospital admission. The patient was hospitalized from (B)(6) 2023 until their death. The source of the infection was cholecystitis and bacteremia. Candida mycosis was observed in cultures. The infection was treated with gallbladder drainage, antifungal drugs (micafungin), proziv, and clotrimazole. There was no exacerbation of rhf both before and after left ventricular assist device (lvad) implantation, although there was concern about rhf. A device related issue did not cause/contribute to rhf. On (B)(6) 2024 the patient had the lvad placed, an aortic valve replacement, and tap enforcement. The patient also experienced renal dysfunction with an onset date of 16feb2024. Their maximum creatinine was 2.42 mg/dl, and dialysis was ongoing. The renal dysfunction was not thought to be caused by the device. Before the operation, the patient's kidney function was preserved. The kidney size was also maintained. Although the cause was unknown, it was possible that perioperative effects including infection and cardiac tamponade might have influenced the development of the renal dysfunction. The patient had no subjective symptoms. The patient underwent continuous hemodiafiltration (chdf) dialysis intermittently as treatment. The patient's urine gradually increased, and treatment was adjusted for weaning.on (B)(6) 2024 the rvad was weaned off. On (B)(6) 2024 the patient was noted to have respiratory failure and was intubated for 74 days. A tracheostomy was performed, and the event was stated to not be device related. On (B)(6) 2024 since cardiac tamponade was recognized, reopening chest surgery was performed to conduct hemostasis. Since then, the vad was operating stably. After surgery, the number of days in the lying position was extended, and the patient's muscle weakness became noticeable, and rehabilitation was proceeding. On (B)(6) 2024, a major gastrointestinal (gi) tract fungal infection occurred. Drug therapy was performed. On (B)(6) 2024 the patient developed cholecystitis and underwent biliary drainage. Thereafter, liver function got exacerbated and candida mycosis infection could not be controlled, and total bilirubin rose to 33 mg/dl. On (B)(6) 2024 the total bilirubin was noted to be 5.2 mg/dl. On (B)(6) 2024 the patient had hepatic dysfunction that was stated to not be device related. The patient suffered from septic shock and died on (B)(6) 2024. The death was not considered to be device related, and the device operated as expected. The site stated that the cause of death was not directly related to rhf, and septic shock was the direct cause of death. The site additionally notes that infection was a primary cause of death.

Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, the reported off-label use is related to the device being used on the tricuspid valve. Causes for the reported death, heart failure, and tricuspid regurgitation could not be determined. The reported patient effects of death and heart failure as listed in the mitraclip instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalizations were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A2: mean age. A3: majority gender. B2: date of death was estimated. B3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated. Attachment: article titled ¿residual tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair: insights into the eurotr registry".

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. It was communicated that the reported events and patient outcome were not considered to be device related, and the device reportedly operated as expected. It was noted that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including multiple types of organ failure/dysfunction (renal dysfunction, respiratory failure, and hepatic dysfunction), pericardial fluid collection, bleeding, infection, and death. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. This section also outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their right ventricular assist device (rvad) removed. The reason for removal was stated to be ventricular recovery or withdrawal. The indication for the rvad was an arrhythmogenic right ventricular cardiomyopathy (arvc) case, and rvad support was considered as a treatment strategy to stabilize the patient's condition after an implant surgery. Although the low flow alarm did not occur after the rvad implant, there was little improvement in the pressure of the right heart after the left ventricular assist device (lvad) implant. The lvad was implanted, and then the rvad was implanted before the surgical wound was closed to stabilize postoperative hemodynamics. The rvad was explanted and the lvad status was stable. Although the patient was being treated for pneumonia, the site had no plans to implant rvad again.